Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f94 alarm (configuration option settings checksum is not 0) was identified during functional testing at power up. The cause of the alarm was due to the main battery. The flogard main battery was replaced in order to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f94 alarm (configuration option settings checksum is not 0). This occurred before use. There was no patient involvement. No additional information is available.